Event description:
Information was received from a manufacturer representative regarding a frame and gear box. It was reported that marketing and pd ordered this set for a product demo and the frame and gear box did not mate. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3. Device evaluation summary: product analysis #(B)(4): (B)(4) lot# em21d007 observations: both parts were returned with no physical events of damage or misuse. Functional testing revealed that the rack and the gearbox would not function together. I visual exam of the first tooth of the rack indicated that the form of the tooth and the size did not match the print. A dimensional check confirmed that the rack was not made to print. The first tooth of the rack should be smaller than the other teeth to allow the pinion of the gearbox to start. The first tooth on this rack is larger than the other teeth not allowing the pinon to start. Conclusion: 5598007 em21d007- manufactured incorrectly. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.